Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% target lesion was located in a moderately tortuous and non-calcified anastomotic vessel. A 7.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilatation. However, during initial inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of same device. No patient complications nor injuries were reported.